Manufacturer narrative:
Updated fields: h3, h6, and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The event can be detected/prevented by following the instructions for use (IFU) which state: labeling: inspection method for the suggested event is described in the instruction manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope". Based on the results of the investigation a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited peeling coating on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.